Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer reported that they need the implantable neurostimulator (ins) when they were mobile, not when they were sitting down. The patient states that they would make adjustments to the stimulation intensity, but noted that they did not feel stimulation. The patient stated that they checked their stimulation and the stimulation was set at 6.4. It was reported that they did not raise the stimulation to be that high and had to decrease the intensity. Days later, they noticed that the stimulation suddenly changed. They noticed the ins turning off when they were standing. Through troubleshooting, it was confirmed that the ins was on, they were on group b, and they had one program available. It was also confirmed that they had adaptive stimulation (as) enabled as well. They were walked through turning as off. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.